Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c4 corpectomy for cervical cord compression from disc herniation. It was reported that the cage was placed on the inserter. When surgeon was ready to implant, expansion trial was tested along with temp lock feature. This appeared to work. However, the surgeon was unable to temporarily lock the expansion. Surgeon and the nurse then attempted several times to reassemble on the inserter to troubleshoot with no success. Surgeon then trialed the cage up from the 13b, the 13mm c cage which did function appropriately, but he was unable to use as its collapsed height was too large for the corpectomy defect. Surgery then proceeded with an alternate cage to complete the procedure.  There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis :part # 436013b, lot # ca22f056 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding and collapsing. Optical inspection revealed a few of the gears/teeth has been damaged and deformed. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The implant cage set screw when tightened was able to maintain the cage expansion height. The cage set screw may have been locked down causing the teeth/gears to be stripped during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.